Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 2670 pulses and maintained a steady basal rate. Download data returned an 0x1c alarm, indicating it ran until the 80 hour expiration. The device was found to function as intended. Increase in pulse width noted towards the end of the run. The device was reset, paired with a pdm, and successfully delivered a 5u bolus. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering boluses, the patient¿s blood glucose (bg) reached over 600 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient's mother found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. Upon removal at the insertion site (arm), the pod's cannula was also found bent. Additional method of treatment was not provided.